Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced issues with an implantable neurostimulator (pain stimulation implantable pulse generator) that was not functioning. The patient stated that the implant would only hold a charge overnight and would turn off after holding the charge overnight. The issue had reportedly been ongoing for a long time. The patient was redirected by their healthcare provider to patient services to obtain documentation stating that the implant was not working and was further redirected to their healthcare provider to address the issue.